Event description:
The site reported the balloon catheter broke in the patient's body prior to inflation. No further information was provided. Additional information was requested. The balloon catheter shaft broke proximal to the rapid exchange (rx) port. The issue occurred after the first inflation. After deflation, the catheter was advanced further distally, through the lesion and calcification. It was noted resistance was felt. It was at this time, the shaft broke. The complete balloon catheter was able to be removed. The issue happened at the conclusion of the procedure. The sublime balloon was used after other balloons could no cross the lesion. The physician was unable to recross the lesion with a guidewire upon balloon removal. This was where the procedure concluded. There was no patient harm or procedure delay due to the shaft break.

Manufacturer narrative:
H3: the balloon was returned for analysis. Analysis confirmed the reported issue. The balloon was received in two segments. The fracture was just proximal to the rapid exchange (rx) port. There was also a kink in the catheter near the strain relief.